Event description:
It was reported that the battery gauge was fluctuating and a power source alert occurred. In addition, the battery was not charging using the usb cable and ac wall adapter. Customer's blood glucose was 200-250 mg/dl. Reportedly, contact used another wall adapter/usb cable to charge the battery.